Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that the pipeline did not open at the distal section. The pipeline was not placed in a bend when it failed to open and was resheathed 0 times. There was not any resistance during delivery or retrieval of the pipeline. There was no reported damage or issue with the phenom 27 microcatheter. Catheter flush was administered during the procedure as indicated by the IFU.

Manufacturer narrative:
H3: product analysis as found condition: the pushwire was returned inside a biohazard bag and a shipping box. There was no braid returned with the pushwire. Visual inspection/damage location details: the distal and proximal dps restraints were intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were intact, with no signs of elongation. No bend was found on the pusher. No damages were found with the tip coil, distal marker, re-sheathing marker, or proximal bumper. No other anomalies were observed. Conclusion: based on the returned device, the customer complaint was not confirmed, as the pushwire was returned without the braid. No damage was found with the pushwire. Possible causes of failure to open include vessel tortuosity or deploying the braid in the vessel bend. However, the customer reported that vessel tortuosity was moderate and the braid was not positioned in the vessel bend, which rules them out as potential causes. The root cause could not be determined. Since the braid was not returned, any contribution of the braid to the reported issue could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID unk-nv-fg15 (lot: unkonwn); implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a pipeline flex with shield stent that failed to open. The patient was undergoing a procedure for flow diverter stent treatment of a right carotid artery unruptured saccular intracranial aneurysm. The aneurysm max diameter was 5mm; the neck diameter was also 5mm. Patient's vessel tortuosity was moderate. Dual antiplatelet treatment (dapt) was administered. It was reported that the pipeline and all accessory devices were prepared as indicated in the instructions for use (IFU). After access was established, the pipeline was delivered to the ipsilateral m1 segment. After 7-8mm of the pipeline stent tip was exposed and waiting approximately 10 seconds, the stent tip did not open. An additional 12mm fo the stent was deployed but the tip end still did not open. The surgeon attempted to retrieve and redeploy the stent as well as other maneuvers such as shaking, push/pull, and modifying catheter tension, but the stent still failed to open. The pipeline was then removed from the patient's body and the tip of the pipeline stent was found to be damaged/entangled. Due to the stent damage, there was concern of potential catheter damage as well, so both the stent and the catheter were replaced to complete the procedure successfully. There was no harm or injury to the patient associated with this event.